Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt was inserted. However, difficulties visualizing the clip occurred, and it was observed that the mitraclip xtw detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the mitraclip xt was positioned laterally to the slda clip and deployed. A third clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda could not be determined. The reported difficulty visualizing the clip appears to be related to imaging quality. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.